Event description:
It was reported that a caller was not able to adjust stimulation with the patient programmer. It was stated that the display showed a ¿call your doctor¿ icon and there was a por (power on reset) condition. It was stated that the patient saw a warning por on the patient programmer few days ago. It was stated that the patient met with a manufacturer¿s representative and they were able to clear it with no issues and the patient was able to use the stimulator again. It was stated that the patient had good impedances and good therapy. It was noted that upon clearing the por the patient was at ¾ charge and the implantable pulse generator (ipg) was not overdischarged. The manufacturer¿s representative discussed the issue with technical services and was told it ¿must have been some kind of electromagnetic interference.¿ it was noted that the patient was unable to pinpoint where she could have received interference.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).